Manufacturer narrative:
Additional information was received on (B)(6) 2021, clarifying the alleged issue. Reportedly, insulin delivery was stopped by the user. This event is not a reportable event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer alleged that the pump was not delivering insulin as intended. Reportedly customer's arm hit pump which caused insulin delivery to stop. There was no adverse impact to customer's blood glucose level. The customer changed infusion set and cartridge and was able to successfully resume insulin delivery.